Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2014 with the following findings: the pump was returned with ok button attached to the base with tape. The keypad was peeling from the pump but there was no other damage. All of the keypad buttons were responsive. Contamination was found under the all keypad button contacts. The display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored and the keypad contacts had contamination on them. This report is made based on results of investigation completed on 11/06/2014.